Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints for the lot. Additional information was requested. (B)(4).

Event description:
A facility representative reported that after an intraocular lens (iol) was implanted, it was exchanged for another lens approximately one month later. The replacement lens was 1.5 diopters stronger power. Additional information was requested.